Event description:
The customer's daughter reported via phone that the insulin pump had a blank display. Her insulin pump would not turn on. The insulin pump was not reading correctly. Her blood glucose level was 502 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display due to battery connector not plugged properly to interface board. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.